Manufacturer narrative:
(B)(4). Batch # r5966k. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5966k. Suspected lots: r40n6y or r40p7g. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information: the covering stoma was performed which was scheduled before the operation. Because the position of tumor was high at sigmoid colon, the anastomosis site was cut and the re-anastomosis was performed by another device (cdh25a). The patient was stable. The batch number is r5966k.

Event description:
It was reported that during a laparoscopic sigmoidectomy, some staples were unformed when the device was used on the colon. The anastomosed site where the staples were unformed was trimmed, and another device (cdh25a) was used to anastomose again and to complete the case. There were no adverse consequences to the patient.